Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: saline residue in the tubing, device used. Faceplate missing, refer to CAPA. UDI: (B)(4).

Event description:
Additional information received on 10/30/2018. It was reported that electrode was intermittently used for max 4 or 5 minutes. The tip was buried in tissue. No intervention was planned. Additional information received on 11/20/2018. It was reported that there was a 10 minute surgical delay. There is still a metallic/tungsten plate of the vapr tip in the patient after surgery. Patient was wondering if he is able to go into the MRI. Because of the product is made of tungsten it shouldn't give any problems in the MRI. The procedure was completed. No further information provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. The device was received and evaluated. The active tip of the electrode is missing and the ceramic on the distal tip showed signs of activation. No obvious visual damage to the device handle, cable or plug. The suction tube of the device shows some signs of use, with dried saline/liquid visible within. No electrical or functional tests were conducted due to the condition of the electrode. This failure was investigated under supplier CAPA. The most probable root causes for the CAPA failure mode (separation of the complete active tip) are the following: the weld bridge on active suction tube is not providing sufficient weld material and retention. Mechanical fatigue due to stress corrosion pitting / corrosion and due to welding process. Misuse, (eg. Extended activation or overloading of mechanical forces). The effectivity verification activity (confidence testing) was performed. Electrodes meet design specification. Design verification testing was executed. The failure rate over the last 12 months was calculated and the frequency of occurrence is still within the occasional band. This, in line with the severity rating of negligible, demonstrates that this failure mode presents insignificant risk. The failure mode has been reviewed against the dfmea and risk analysis and is consistent with the expected outcome of such an event. This complaint can be confirmed. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the affiliate in (B)(6) that during a shoulder arthroscopy, the doctor was using a vapr coolpulse 90 electrode and toward the end of the surgery they couldn¿t see the metallic/tungsten plate anymore. They stopped the scopic surgery and used mini open procedure to find the plate but they didn¿t find it. After the surgery the made a x ray and they saw the plate which was still in the patient. After they did the mini open procedure and couldn¿t find the tip, they opened a new vapr electrode to continue the procedure and closed the wound. It was not reported if there was a delay in the procedure. There was patient involvement. The patient's status post-surgery was unknown. It was not reported if there was a prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.